Event description:
As reported by implant patient registry, approximately 1 year, 8 months, 3 days post implantation of a 23mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time.

Manufacturer narrative:
The investigation is still ongoing. Device not available for return.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Additionally, no imagery or medical records were provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the reason for the valve requiring intervention is unknown, the event was unable to be confirmed. Therefore, no lot history review is required. The instructions for use (IFU) was reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. Potential risks associated with the use of the thv, delivery system, and/or accessories include device explants. Based on the review of the IFU, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve requiring intervention was unable to be confirmed due to unavailability of returned device, relevant imagery, and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the IFU, device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, 'approximately 10 months, 8 days, post implantation of a 23mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve. The reason for the explant is unknown at this time'. In this case, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.